Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. 1 event was resolved by replaced the o2 latch valve and o2 solenoid valve, and 1 event was resolved by replacing the absorber canister.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced gas leaks. 1 event was reported for an internal leak sufficient enough to affect mechanical ventilation, and 1 event was reported for a malfunction causing a leak greater than 750mlpm affecting ventilation with low flow. These reports were received from various sources. Of the 2 events, 2 did not involve patients.